Event description:
It was reported there was an issue with the pump display and the customer could not interact with the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.